Event description:
Consumer reports accuracy issues with their bd logic meter when comparing the readings with their other meter (competitive). Analysis run on clark error grid using competitive reading (50) as ref. Point vs. Bd readings (333) yielded data points in the e range of the grid, outside acceptable limits.